Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated that the cause for the volume discrepancy and inability to aspirate the catheter was unknown. It was further reported that on (B)(6) 2022, there was a pump refill with a 6+ ml volume discrepancy and the patient experienced worsening pain. The exact volumes of the volume discrepancy was also provided as follows: volume filled at last refill - 40 ml, volume programmed at last refill - 40 ml, actual reservoir volume -7 ml, and expected reservoir volume - 13.3 ml. It was also reported that on (B)(6) 2023, a pump study was performed and they were unable to aspirate cerebrospinal fluid (csf). The replacement catheter did resolve the event and the volumes were consistent at the patient's last refill on (B)(6) 2023. It was noted that the catheter was replaced on (B)(6) 2022 by another hcp and the status of that catheter was not provided. The patient's exact weight was unknown, but an estimate was provided.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal morphine and bupivacaine (unknown concentration and dose) via an implantable pump for failed back syndrome and non-malignant pain. It was reported that the patient had a pump and catheter replacement on (B)(6) 2022. Technical services searched the patient and found there was no pump replacement but saw that the catheter was changed. The hcp confirmed based on her records that the pump was not replaced after technical services questioned that. The hcp then reported that the catheter replacement was done due to volume discrepancy where estimated reservoir volume (erv) was less than actual reservoir volume (arv) and the inability to aspirate from the catheter access port (cap). No patient symptoms or complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n287863006 serial# implanted: (B)(6) 2011 explanted: (B)(6) 2022. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.